Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a no delivery alarm. Customer stated the alarm occurred when they attempted to treat for their high blood glucose. Customer's blood glucose was 300 mg/dl. Troubleshooting did not occur at the time of the call. The customer will be returning their infusion set and reservoir for analysis. No additional information provided.